Event description:
A published article ("endovascular exclusion of popliteal artery aneurysms with stent-grafts: a prospective single-center experience," journal of endovascular therapy 2009; 16:215-223) reported a gore viabahn endoprosthesis thrombosis that occurred within 24 hours post implant. A thrombolysis facilitated by rheolytic thrombectomy was performed.

Manufacturer narrative:
Attempts to acquire information required for this form were made by w.l. Gore and associates. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.